Manufacturer narrative:
The screw was optically assessed and stereo microscopically investigated in the manufacturer's lab. The stereo microscopic investigation revealed a tensile crack due to stress. Further observation determined there were no indications of material or manufacturing defects discovered. The results of the investigation conclude that the root cause for breakage was due to mechanical overload placed on the device. The device operated within specification. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
The screw heads broke off two screws while tightening down into the plate during implantation. One of the screw shafts was able to be removed; however, the other screw shaft remains in the patient's mandible and was not removed. No secondary surgery is scheduled to remove the remaining screw piece.